Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have device for return? Can you identify the product code or name of the suture?

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The suture broke during use. Another device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Additional information was requested, and the following was obtained: do you have device for return? Can you identify the product code or name of the suture? - no.